Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute des were implanted in the rca. During a staged procedure three weeks later one resolute onyx des was implanted in the cx. Approximately 22 months post index procedure the patient suffered stroke. No treatment was given and the patient recovered. The investigator and sponsor assessed the event as not related to the index device or anti-platelet medication.